Event description:
The complaint ventilator was being used as a demonstration at the hospital when the failure occurred. Respiratory therapist says that while the unit was on a pt the o2 analyzer started to alarm because 02 started to desaturate. The "circ" alarm was active during this event. The hospital's biomed said that a "circ" alarm occurred after running the ventilator for 30 minutes and also found an auto-zero error.